Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), product type lead. Product ID 977a290, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 10-oct-2023, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 10-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt has leads that aren't connected or loose in some way so that pt will be having surgery soon to address this. Tss reviewed that there weren't any requirements around system integrity for scs but there were if any components were abandoned (though there isn't any evidence that there are abandoned components involved in this situation). Reviewed that MRI mode status would show MRI eligibility. Caller didn't have any further information about nature of pt's complaint regarding leads.